Event description:
The perfusionist reported that during a case, while operating the bio-console at 2500 rpms, the flow readings indicated seven liters per min. The perfusionist did not feel that the flow readings should be that high. The unit was removed from the perfusion circuit, and replaced with a second bio-console. The case was continued, and the pt was not affected by the incident.